Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, a hero patient (B)(6) was implanted with two hero grafts on (B)(6) 2009 and (B)(6) 2014. The first hero graft was explanted in (B)(6) 2009 (exact date is unknown) due to thrombosis and resultant full occlusion. The notes for "altered mental status" on (B)(6) 2009, the explant note from (B)(6) 2009, and the gi bleed on (B)(6) 2015 are pending and will be sent when received. (B)(6) registry patient (B)(6) was hospitalized 5 times for altered mental status, pulmonary edema, two gi bleeding events, and rectal bleeding. Additional information is pending. The complaint investigation will address both hero 1001 and 1002 components but will be reported under hero 1001.

Manufacturer narrative:
According to the initial report, a hero (B)(6) was implanted with two hero grafts on (B)(6) 2009 and (B)(6) 2014. The first hero graft was explanted in (B)(6) 2009 (exact date is unknown) due to thrombosis and resultant full occlusion. Hero registry (B)(6) was hospitalized 5 times for altered mental status, pulmonary edema, two gi bleeding events, and rectal bleeding. The first hero graft (hero 1001 and 1002, lot 0001119) was implanted on (B)(6) 2009. The patient was admitted to the hospital on (B)(6) 2009 for altered mental status and was discharged on (B)(6) 2009. An additional hospitalization on (B)(6) 2009 occurred due to pulmonary edema related to "missed dialysis" and the patient was discharged on (B)(6) 2009. The hero graft was explanted in (B)(6) 2009 due to thrombosis and recorded as "hero fully occluded." Explant operative notes or additional documentation is unavailable as indicated in the email from (B)(6) 2015. The second hero graft (hero 1001 lot h14vc042 and hero 1002 lot h14av020) was implanted on (B)(6) 2014. The patient was hospitalized on (B)(6) 2015 for a gi bleed and was discharged on (B)(6) 2015. A second occurrence of gi bleed occurred which required admission on (B)(6) 2015 and discharge on (B)(6) 2015. The patient was again hospitalized on (B)(6) 2015 for a rectal bleed and was discharged on (B)(6) 2015. During this hospital stay, a percutaneous thrombectomy was performed on (B)(6) 2015 for full occlusion of the graft; flow was restored. The patient has a history of smoking, polysubstance abuse, coronary artery disease (cad), myocardial infarction (mi), deep vein thrombosis (dvt), right renal cell carcinoma, chronic renal failure, central venous occlusion (cvo), gi bleeds, congestive heart failure, hypertension, chronic obstructive pulmonary disorder (copd), vascular dementia, and ischemic cardiomyopathy. The manufacturing records for lots 0001119, h14vc042, and h14av020 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. This hero registry patient was implanted with two hero grafts. The first hero graft was implanted on (B)(6) 2009. This graft was anastomosed to an existing fistula and the venous access point was the internal jugular vein. The first date of cannulation occurred sometime in (B)(6) 2009 (exact date is unknown). The second hero graft was implanted on (B)(6) 2014. This graft had a brachial arterial anastomosis and had a subclavian venous access point. The first cannulation date for this graft was on (B)(6) 2015. The patient's pre-existing medical conditions include the following: chf, copd, cad, history of myocardial infarction, (B)(6), hypertension, hypotension, probable renal cell carcinoma (rcc), and end stage renal disease (esrd). The patient also had a history of coumadin/warfarin and plavix use. The patient was hospitalized on (B)(6) 2009 for "altered mental status, likely secondary to vascular dementia, likely renal cell carcinoma, and esrd." That patient presented with altered mental status and was treated with risperidone. The patient's medical work up revealed a right dvt and history of CT scan from 2007 which was concerning for rcc and was treated with heparin as a bridge to long-term coumadin. The patient's diagnoses had no documented relationship with the hero graft. The dvt was suspected secondary to a hypercoagulable state in the context of rcc. The patient was hospitalized on (B)(6) 2009 for "pulmonary edema from missed hemodialysis." The patient had skipped one dialysis session and asked one to be cut short due to personal issues. The diagnosis was caused by missed dialysis and had no documented relationship with a deficiency in the hero graft. There were several thrombosis events reported during both implant periods. During the first hero graft period, in (B)(6) 2009 (exact date is unknown), the patient's hero graft was fully occluded and required explant. There was no additional information provided regarding the thrombosis event or the explant, including intervention operative notes. During the second hero graft period, on (B)(6) 2015 the patient required a percutaneous thrombectomy for a fully occluded graft. The intervention was successful at restoring flow. Partial stenosis or full occlusion of prosthesis or vasculature is listed as a potential complication in the hero graft instructions for use (IFU), as is prosthesis failure. Hypercoagulable states or inadequately maintained anticoagulation therapy could contribute to an increased risk of thrombosis, which was a documented concern in this patient due to rcc. Precautions regarding inadequate anticoagulation are provided in the IFU. Thrombosis is the most common cause of vascular access dysfunction. Missed hemodialysis sessions significantly increase the number of thrombosis episodes in arteriovenous fistulas (avfs) and arteriovenous grafts (avgs). In this case, the patient was known to be noncompliant with dialysis sessions. As previously stated, the patient was known to be on indefinite plavix therapy. Given the aforementioned risk factors, the exact relationship between the thrombosis events and the hero graft cannot be determined. The patient had several gi and rectal bleeding events during the second hero graft implant period. On (B)(6) 2015 the patient was hospitalized with anemia, gi bleed, hypotension, and rectal bleeding. The patient was reported to go into hemorrhagic shock due to a bleeding rectal ulcer, for which plavix was held. On (B)(6) 2015 the patient was hospitalized with another gi bleed, at which point the physicians suspected possible cirrhosis, detected abnormal CT of abdomen requiring follow-up, and severe atherosclerotic disease. On (B)(6) 2015 the patient was hospitalized a third time for the existing rectal ulcer. The hero graft had no documented involvement in any of the cases of gi or rectal bleeding.

Event description:
According to the initial report, a hero (B)(6) was implanted with two hero grafts on (B)(6) 2009 and (B)(6) 2014. The first hero graft was explanted in (B)(6) 2009 (exact date is unknown) due to thrombosis and resultant full occlusion. The notes for "altered mental status" on (B)(6) 2009, the explant note from (B)(6) 2009, and the gi bleed on (B)(6) 2015 are pending and will be sent when received. Hero registry (B)(6) was hospitalized 5 times for altered mental status, pulmonary edema, two gi bleeding events, and rectal bleeding. Additional information is pending. The complaint investigation will address both hero 1001 and 1002 components but will be reported under hero 1001.